Event description:
It was reported that during a laparoscopic radical nephrectomy procedure, it was observed that the jaws of the stapler no longer fully closed; and therefore, they were unable to remove stapler from the trocar. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 4/14/2026 d4: batch #m9ct9l d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? No, the device was able to be released from the kidney tissue, but the jaws could not be fully closed to remove it from the airseal trocar, which is still stuck on the mid-shaft of the stapler. 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Surgeon made multiple attempts, all of which failed, to fully open/close the stapler jaws so that it could be removed from the airseal trocar. 3. Did the jaws eventually open? Upon inspection, while packaging up for the pc return, I was able to open the stapler jaws, but unable to fully close them and remove the stapler from the airseal trocar. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the knife advanced, jaws articulated to left side with an unknown trocar, the anvil bent upwards and with a gst45w reload loaded on the device. The reload was received fully fired. Furthermore, the anvil knife slot was noted to be damaged. Also, the knife cannot be returned to home position, due to the damages noted on the anvil and slot. Due to the condition of the returned device the trocar cannot be removed. No functional test was performed due to the condition of the device. After further evaluation, the analysis showed one knife wing was broken off. The wing of the knife was not returned for analysis. When attempted to download the event log, the log would not load, due to this condition the event log could not be review. An electrical test was perform on the device and some parameters were out of spec, this could possibly had an effect while trying to download the event log. No conclusion could be reached as to what may have caused this condition. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number m9ct9l, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.